Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the left posterior tibial artery. A kinetix ptca guidewire was advanced to the lesion. However, during procedure, the tip broke off inside the patient's body. The tip was unable to be retrieved and was left inside the patient's body. No patient complications were reported and the patient was in good condition.